Event description:
It was reported that this right ventricular (rv) lead exhibited a threshold of 4 volts at 0.4 milliseconds pre discharge due to the lead shifting to the heart apex which was confirmed via chest x ray imaging. Subsequently. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.